Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00572. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh implantation due to pelvic organ prolapse, stress urinary incontinence, dyspareunia and dysuria. Concurrently the patient had a total abdominal hysterectomy, abdominal sacral colopexy, cystoscopy and posterior repair. The patient underwent mesh removal on (B)(6) 2011 due to mesh erosion, vaginal bleeding, pain, incontinence and dysuria.

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) surgery center due to exposed mesh, vaginal discharge and spotting.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with attempted total vaginal hysterectomy, total abdominal hysterectomy, abdominal colpopexy and cystoscopy.